Manufacturer narrative:
During inspection of the citadel bed, arjo service technician noticed that the hi-low actuator was damaged and there was a distance between the retaining clip assembled on subframe spigot and bearing assembled into radius arm. As a result, the bed collapsed. There was no patient involved and no injury was reported. The review of post-market surveillance data and manufacturer analysis revealed that the observed issue (actuator mechanically damaged and unacceptable distance) may occur if the bed¿s movement is interrupted by the obstacle. In the reported case, the bed condition was noticed after returning the bed from the customer to the arjo service center. There was no device problem reported by the customer. In arjo technician¿s opinion, the bed may have been damaged during transport from the customer to the arjo service center. However, the information gathered did not allow this cause to be confirmed. In summary, according to the results of the citadel bed evaluation, this device did not meet the manufacturer¿s specifications. There was no patient involved when this malfunction was observed as the issue was observed in the arjo service center. Although no patient was involved and no injury was reported, the complaint decided to be reportable in abundance of caution due to the reported malfunction- bed collapse as a result of unaccepted distance and actuator mechanically damaged.

Manufacturer narrative:
The analysis of all gathered information is ongoing. More details will be provided upon conclusion of the investigation.

Event description:
Following information reported, arjo service technician found citadel bed with the unacceptable distance between the retaining clip assembled on subframe spigot and bearing assembled into radius arm. The radius arm did not detach from the bed¿s frame and the bed did not collapse. Additionally, it was observed that the the hi-low actuator was damaged. There was no information regarding patient involvement. No injury or other medical consequences were reported.